Event description:
In reduction, 28mm head was not inserted into the liner. Size mismatch is suspected. Surgery was extended by 30 minutes while a new constrained liner was found and the surgery was finished.